Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited oversensing. A replacement procedure was performed and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. It is therefore not possible to determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.